Event description:
It was reported that during a hemicolectomy procedure, two staplers failed to apply the staples. Another device had to be use to finish the case. There were no adverse patient consequences.